Manufacturer narrative:
Product examination: one 1.5mm hex driver tip (small shaft), hpc-0015, (batch #: 423061) was returned and was examined under magnification. The main body of the driver was returned; the tip of the driver was broken off. Measurement of the overall returned body length was found to be 3.9210". There is a curved fracture surface with no signs of necking, indicating a likely brittle fracture. The fracture surface is dull and gritty. No definitive conclusions can be made.

Event description:
It was reported: the surgeon broke the tip of the driver during the removal of the al2 plate. The surgeon is removing the plate and all screws from the patient.